Manufacturer narrative:
The customer contacted siemens customer care center and reported that different valproic acid (valp) results were obtained on a patient sample on a dimension exl 200 instrument. Quality controls (qcs) and calibration recovered acceptably on the day of the event. The customer service engineer (cse) was dispatched to the customer's site. The cse determined that the sample and reagent arm mixing was weak, verified that the lamp voltage and current were acceptable, and verified that the cuvette manufacturing and arm alignments were within specifications. Then, the cse replaced the source lamp, waste pump bellows, and ultrasonics board. The cse also cleaned all windows, aligned the photometer, re-calibrated valp and vancomycin, and ran qc and a system check, which recovered acceptably. The customer calibrated the valp assay and ran qc and the patient sample, which recovered within acceptable ranges. Siemens further investigated the issue and determined that a hardware malfunction, which was resolved using normal troubleshooting, contributed to the different valp results obtained on the patient sample. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low valproic acid (valp) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was automatically repeated and the auto repeat result recovered higher than the discordant result. The sample was repeated on the same instrument multiple times and different valp results were obtained on the sample. The customer recalibrated the valp assay and repeated the sample before a siemens customer service engineer (cse) arrived at the customer's site. The result obtained after the customer recalibrated the assay was 69.9 ug/ml and this result was reported, as the correct result, to the physician(s). The sample was repeated after the cse performed service actions on the instrument and the result obtained during this run was 69.0 ug/ml. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low valp result.